Manufacturer narrative:
G4: combination product: added no (previously blank). H4: device manufacture date: the device was manufactured on august 25, 2023 to september 06, 2023. H11: the device was received for evaluation. A visual inspection with the naked eye noted a crack and iodine leakage. An underwater pressure test was performed which noted a stream of bubbles the entirety of the leak or bubble test. It was determined that the crack had propagated through the wall of the unit. The reported condition was verified. The cause of the condition was undetermined; however, the most probable cause was over-tightening when connecting to the luer port. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap was cracked which resulted in iodine leakage. A betadine stain was found on the patient's shirt. This was observed during use of the device for peritoneal dialysis (pd) therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information was added to h6, and h11: h11: the actual device was not available; however, two (2) photographs of the sample were provided for evaluation. The photographs were reviewed and crack was observed on the wall of the minicap. Iodine leakage was observed outside of the minicap and luer port. The reported condition was verified. The most probable cause of the cracked minicap is over-tightening when connecting to the luer port. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.